Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between mobile application and carelink as the care partner was not receiving notification/alarms from the user. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
An attempt to reproduce the reported event using the 3.4.0[9115] prod build installed on samsung s24[v.14.0.0] was conducted and the issue was not reproduced. The software meet the specified requirements and performance expectations, (srs doc: (B)(4)): (version ID: q). After thoroughly reviewing the dashboard logs, we found that the logs for partner anne_80 dated 14th march are not attached to the ticket. However, the logs from 15th to 17th march show multiple pnreceived events for fault ID 816 (alert on high) and 802 (alert on low), indicating that partner anne_80 successfully received both low and high alerts during this period. Additionally, we checked the dashboard logs for partner (B)(6) and found that logs from 14th to 16th march are not available, suggesting the user may not have been active during this time. On 17th march, there are no pnreceived events related to low or high alerts. However, starting from 18th march, the partner began receiving pns. Possible reasons for the pn issue: possible reasons for the pn issue for 6th,17th and 18th march: 1. Notification settings for low alerts might not have been enabled at that time which was enabled later. 2. The alert may not have been triggered from the server. 3. Notification permissions for the cp app might have been turned off. Below are the resolution steps: reinstall the app. Log in to the app. When prompted, please allow notification permissions for the cp app. Once logged in, navigate to the notifications screen within the cp app and ensure that notifications are enabled for both the low alerts and high alerts sections issue was not confirmed we are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.